Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n256571001, implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing sufentanil (50 mcg/ml at 10.296 mcg/day) and clonidine (5mcg/ml at 1.0296mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient complained of changes in blood pressure along with redness and discomfort around pump incision site. A factor that may have led or contributed to the issue was that the patient had a recent replacement surgery. No diagnostics/troubleshooting were known. The pump and catheter were explanted due to suspected infection and noted to not be due to a performance issue. It was unknown if the issue was resolved at the time of report. The patient's medical history included multiple allergies, history of hypertension, deep vein thrombosis, heart issues, and stroke. The patient's status at the time of report was alive - no injury.